Event description:
Surgeon was going to use laparoscopic bipolar cautery instrument. When machine was plugged in, it began working, even before the foot pedal was removed from the machine, and placed on floor for surgeon's use. Instrument was removed. Pt's intestines were slightly burned.